Event description:
It was reported that a large volume infusor leaked. The reporter stated that the device leaked after filling of normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between may 24, 2014 and may 27, 2014. Evaluation summary: baxter received the unit for evaluation. Visual inspection noted fluid inside the package that contained the unit. When the unit was removed from the package, the cause of fluid inside the package was visually identified to be untightened blue winged luer cap. A functional leak test was performed. After filling the unit, the blue winged luer cap was hand tightened and then the unit was being monitored until the next day. The next day, no signs of leak were observed at the blue winged luer cap. The unit met product specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.